Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she had a low last night and the paramedics were called to her house. While they were on the way, customer treated with coffee and had to take ten to twelve teaspoons of sugar. By the time the paramedics arrived, her blood glucose had gone up. Her blood glucose at the time of the event was unknown. She stated she was in a panic and does not know what caused her low, but she knows when she is going low. When the paramedics arrived, they checked her blood glucose, blood pressure, and talked with her. No medical treatment was provided. In troubleshooting, no anomalies were found. Customer follows proper priming procedure. She was advised to monitor her blood glucose and call if the issue persists. Nothing further reported.